Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2015, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(4), ubd: 28-oct-2015, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 11-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable pump for intractable spasticity and post spinal cord injury. The pump administered gablofen with concentration 2000 mcg/ml at a dose rate of "683". It was reported the patient's medical history included spinal cord injury from a motor vehic le accident.  During normal end of service (eos) pump replacement, the physician was unable to aspirate the catheter. It was noted that the patient did not complain of any signs of withdrawal. Environmental/external/patient factors that may have led or contributed to the issue were unknown.  Diagnostics/troubleshooting performed included catheter access.  The catheter was replaced.  The issue was resolved.   The patient was without injury regarding their status as of (B)(6) 2020.  The healthcare provider had discarded the catheter.  The patient's weight at the time of the event was unknown.